Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause was that the electrical chassis was out of specification. This was recalibrated to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not holding pressure. No other information provided.